Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: a1, a2, a3, a4: device used in a veterinary case: no patient information will be reported.

Event description:
It was reported by spd that the instrument broke during washing. The issue did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported by spd that the instrument broke during washing. The issue did not happen in surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the weld between the body of the device and the standard fixation pin was broken, resulting in the pin detaching from the humeral stem pin punch. The broken fragment was not returned for evaluation. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the humeral stem pin punch would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9 corrected: h3.